Manufacturer narrative:
The insulin pump was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had trace pointers are invalid alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer performed displacement test and self test and both test were passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.